Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted (B)(6) 2016. A call was placed to technical services on 09/23/2016 stating that this lead will be extracted for unknown reason. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).